Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed and this lv lead was explanted. During the explant procedure, the conductor fracture was confirmed and the high impedance measurements were observed on the lead via a pacing system analyzer. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had an increase in pacing impedances. The impedances at implant were 1200 ohms and recently, spiked to out of range values at 2500 ohms. There was also loss of capture observed. The patient is dependent. At this time, the lv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead had an increase in pacing impedances. The impedances at implant were 1200 ohms and recently, spiked to out of range values at 2500 ohms. There was also loss of capture observed and a conductor fracture was suspected. The patient is dependent. At this time, the lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. The anode and cathode conductor coils are fractured at approximately 490-505 mm from the terminal pin. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.